Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the surgeon did not reuse the saw device after the device broke. The surgeon stopped the procedure to replace the device with a new blade device. The reporter stated that a spare device was available for use. It was further reported that the operating room (or) staff found the broken fragment and there was no risk of fragments remaining in the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a proximal femur fracture surgical procedure, it was observed that the saw blade device broke. According to the reporter, it was identified that doctor was reusing the saw device during the surgery. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.